Manufacturer narrative:
No button error alarms were noted. The pump had intermittent button response due to moisture damage on the keypad trace. The pump also had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. No black circle or beeping anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 195 mg/dl. Troubleshooting was initiated for the button error alarm. The customer did not recall if the pump was dropped, bumped, or exposed to moisture. The insulin pump was returned for analysis and a replacement device was shipped to the customer.